Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm which was shaped like a dumb bell approx one month ago. The vessel morphology was reported as the aortic neck is 1 cm in length with 45 degree angulation, 20 mm in diameter at the renal artery, and there is a shelf of calcification just below the renal artery. It was difficult to appreciate the shelf of calcification until after the stent grafts were implanted. The iliac vessels were reported as there was severe calcification and moderate tortuosity. The pt was treated with another MFR's bifurcated stent graft and the endurant contralateral limb, and an endurant contralateral extension, and an endurant ipsilateral extension were implanted. The bifurcated stent graft was implanted slightly below the renal artery so, there would be room to implant an endurant aortic cuff proximally. The angiogram reveal that there was a proximal type I endoleak present. The physician then implant two add'l aortic cuffs, one from another MFR was proximal to the endurant aortic cuff and one from another MFR was implanted between the endurant aortic cuff and the bifurcated stent graft. The physician elected to modeled with a reliant balloon, however endoleak still present. The physician then implanted a palmaz stent and the endoleak was reduced but was not complete resolved. F/u CT revealed that the endoleak had resolved with no further intervention. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Severe calcification and moderate tortuosity). Conclusion: (severe calcification and moderate tortuosity).